Event description:
It was reported that shaft fracture occurred. Vascular access was obtained via the right side. The 90% stenosed, 15 x 4mm, eccentric de novo target lesion was located in the left main (lm) coronary artery to the left circumflex artery (lcx). A 15mmx3.00mm wolverine coronary cutting balloon, supported by a guide extension catheter, was selected for percutaneous coronary intervention (pci) to the non to severely tortuous and moderately to severely calcified lcx. Significant resistance was encountered while advancing the wolverine balloon catheter. The wolverine failed to exit the guide catheter, and the shaft was broken before delivery to the lesion. The device was removed, and the procedure completed with another of the same device. No complications were reported, and the patient was stable post procedure.